Event description:
The home pt reported a 2240 alarm during the initial drain of automated peritoneal dialysis with the homechoice machine. The pt had disconected from the machine without pressing pause. The machine went into fill and alarmed correctly. The pt then reconnected but was unable to continue treatment. Pt discontinued treatment and restarted with new supplies. There is no pt injury or medical intervention reported by the home pt.